Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they had to go through 2 "back to back surgeries" to get the device implanted. Pt said the surgery was painful but they didn't want morphine because of how they react to it.